Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction could not be conclusively determined through this investigation as no images of the outflow graft were provided by the account and no product was returned for evaluation. The controller event log file contained data spanning from (B)(6) 2022 at 18:57:55 to (B)(6) 2022 at 11:48:34, per the timestamp. Intermittent low flow events were captured throughout the log file due to the estimated flow being calculated below the threshold of 2.5 liters per minute (lpm). A total of 10 low flow events persisted for at least 10 seconds, activating low flow alarms. No other notable alarms were captured, and the pump appeared to have been operating as intended. The patient remains ongoing on heartmate 3 left ventricular system, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C contains the following information: section 1 outlines speed, power, flow, and pulsatility. Section 4 describes the pump flow display and the hazard alarms. This section also states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 5 contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 7 explains all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that the patient experienced 1-2 low flow alarms on (B)(6) 2022 between 0100 - 0500. The patient underwent a right heart catheterization on (B)(6) 2022. The outflow graft obstruction was determined to be the cause of the low flows.

Manufacturer narrative:
A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing low flow alarms. A computed tomography (CT) scan showed an outflow graft compression which was causing low flow alarms. The patient returned to the operating room (or) for an outflow graft revision via subcostal incision on (B)(6) 2022. The bend relief was cut open and a significant amount of white/yellow material was cleaned out of the space between the bend relief and outflow graft itself. Upon cleaning out this space, flows improved from the mid 2 to 4 liters per minute (lpm). There were no patient symptoms observed during the low flow alarm. The low flow alarms only happened when the patient would lay on her left side while asleep.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.